Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the display has gradually dimmed over time, starting 3 months prior to the complaint. It was reported that there was no recent damage, trauma or exposure to moisture to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/31/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings:investigation revealed a dim and discolored display.